Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: a review of the black box showed evidence of call service 128 post delivery motor power supply faults. Unrelated to the original complaint, the battery compartment was cracked on the side at the threads, with corrosion. A leak was found in the battery compartment. No damage was found to the battery cap, it powered the pump up successfully. The current draws were within specifications. The pump cover was removed to find no further evidence of moisture or loose components. The battery life issue was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 302 mg/dl with extreme thirst associated with an alleged battery life issue with the pump. Reportedly, the pump was resumed after replacement and the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump had a battery life issue. The reported blood glucose excursion does not meet the criteria of a serious injury. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.